Event description:
This catheter was being utilized for an angiography procedure. During the attempt to advance a 0.035" guidewire through the catheter, the guidewire passed through/pierced the softouch tip. There was no reported injury to the pt.